Manufacturer narrative:
Cse inspected the probe mechanically. One-time event and unclear how it came to this. Customer doesn't want any further service activity though at present, as the probe has been working as expected since then.

Event description:
Copied from (B)(4). Customer stated that the distal tip on his z6ms locked itself in a deflected position during a procedure. Unclear how he recovered from that. When cse inspected the probe, all was working well.